Event description:
It was reported the patient's blood glucose level rose to 325 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found bent. It was also reported that the adhesive was not sticking properly. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Manufacturer narrative:
Device was returned with the adhesive pad fully attached to the bottom housing. No bends or kinks were observed in the exposed portion of the soft cannula. Data indicates there was no struggle to deliver insulin. No damages or defects were observed that would contribute to an adhesive failure. The exact cause of the reported adhesive failure could not be determined.